Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection of vancomycin (dose, route, frequency, and duration not reported), injection of amikacin 100mg (route, frequency, and duration not reported), injection of imista 250mg each bag, (duration not reported), oral t. Cifran 150mg (frequency and duration not reported), and oral t. Flucon 150mg (frequency and duration not reported) for peritonitis. The cause of the peritonitis was reported as sepsis. Treatment for the sepsis was not reported. The outcome of the sepsis was not reported. Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. On an unknown date, the peritonitis repeated. Treatment details and cause of this event were not reported; however, it was reported the physicians were planning to remove catheter after 2-3 days as treatment for the event, this was not confirmed. No additional information is available.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.